Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the transmitter had a communication problem with insulin pump. Customer stated that they received lost sensor signal alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.